Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s, product ID: ped2-500-25 (d023094); product ID: ped2-500-35 (b819170). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline flex with shield stents that failed to open distally, the first of which had resistance in a phenom 27 microcatheter. The patient was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) cavernous segment unruptured saccular aneurysm. The aneurysm max diameter was 14mm and the neck was approximately 4mm. Dual antiplatelet treatment (dapt) was administered. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter flush administered as indicated in the instructions for use (IFU). During deployment, the pipeline (ped2-500-25, ln: d023094) first started to open slightly but then stopped and severe stenosis of the distal stent was observed. It was noted that less than 50% of the pipeline was deployed when the failure to open was observed and the middle segment of the pipeline was positioned in a vessel bend. During resheathing/retrieval, the pipeline experienced resistance in the distal end of the phenom 27 catheter and couldn't be recaptured properly or advanced our again. The pipeline was stuck at the distal end of the phenom 27. The system was replaced and a second pipeline (ped2-500-35, ln: b819170) also failed to open at the distal end. It was again noted that less than 50% of the pipeline was deployed when the failure to open occurred and the middle segment of the pipeline was positioned in a bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with a phenom 27 microcatheter. Another manufacturer's device (silk vista) was then used instead to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed the deployed non-medtronic device.

Manufacturer narrative:
H3 product analysis: ¿as found condition: the pipeline flex shield device was returned for analysis, stuck inside the phenom 27 catheter, inside an open pipeline flex shield inner pouch, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid¿s distal end was found to be not open and frayed, while the proximal end was open and frayed. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the hub. No other anomalies were found. ¿testing/analysis: the pipeline flex shield device was removed from the phenom 27 catheter lumen without difficulty. The phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ report was confirmed. The returned pipeline flex shield device was stuck inside the phenom 27 catheter and was damaged. However, the cause of the resistance could not be determined. Possible causes of resistance include vessel tortuosity, an incompatible device, catheter or device damage, a low flush rate, and a lack of continuous heparinized saline flush during the procedure. In this event, the customer reported that the vessel tortuosity was moderate and that the phenom 27 catheter was compatible with the pipeline flex shield device. No damage was noted on the catheter, and the catheter was flushed as indicated in the IFU, which rules out vessel tortuosity, an incompatible device, catheter damage, and a lack of continuous heparinized saline flush during the procedure as potential causes. Therefore, device damage or a low flush rate could have contributed to the resistance failure. Additionally, the distal end of the pipeline flex shield braid was not open and frayed. The user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, deployment techniques, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage observed to either pipeline pushwire or phenom catheter. There was no complaint or allegation regarding the second phenom 27 microcatheter.